Event description:
Several times the kci first step overlay will bottom out. There were no documented patient injuries related to bottoming out. If a patient develops a pressure ulcer while on a first step or the first step heavy duty it could be related to the product not performing as the company states it should. This problem has been going on since february, we have had numerous discussions with kci but the issue is still not resolved. Kci is supposed to have the pump portion of the overlays checked with biomed, but this would not tell you if the unit would function properly or not. The patient has to be on the product to measure this. The company did provide 1 day of inservicing. The inservicing did provide information to the staff on how to correctly put in the height & weight, but the first step overlays were still bottoming out.